Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. On an unspecified date and time, the pump was programmed to deliver 5% dextrose and 0.45% normal saline and the delivery was started. No specific programming parameters were provided. The customer contact reported in 2009 at an unspecified time, the device was unplugged from ac power while the pt went into the bathroom. After an unspecified length of time, the nurse noted the pump had powered off by itself. No audible alarm tone was reported prior to the power loss. There were no reported adverse pt effects. No medical interventions were required. The pump was removed from clinical service. Therapy was resumed using a replacement pump. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found that while operating on battery power, the pump produced an audible alarm for approx 3 seconds and then powered off. The pump battery was recharged and testing was continued. After operating on battery power for approx three minutes, the pump produced an audible alarm and powered off. This was due to the battery.